Event description:
It was reported that the pt presented with a mass in the anterior hip joint area. Hip joint not painful.

Manufacturer narrative:
Associated device: alumina c-taper head 36mm/0, catalog # 17-3600e, lot # 8294503. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info has been requested and if it becomes available then it will be submitted in a supplemental report.